Manufacturer narrative:
The technician found the lal toppers were an older style with the stitches at the head end and the ticking around the stitching is torn. An odor was coming from the lal topper and he found signs of something that had entered into the lal topper and dried. New ticking's are being sent to the account to repair the beds.

Event description:
The account alleged that the top stitching on the low air loss (lal) topper is tearing. The mattresses are almost three years old.